Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The manufacturer's field service engineer (fse) confirmed the reported issues. The gas delivery system data acquisition board and motor controller were replaced. The part s were returned to the manufacturer for investigation: it was determined the issue could not be duplicated during fi on the customer returned parts. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator flow and pressure values exceeded limits. The customer reported there was no patient involvement.